Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen 2000mcg/ml at 1150mcg/day via an implantable pump. On (B)(6) 2020 the healthcare provider reported that the pump went empty on (B)(6) 2020 and was refilled on (B)(6) 2020. Per the healthcare provider they had ¿upped the dose¿ at the refill because the patient was experiencing increased spasms. The healthcare provider stated the patient reported hearing the pump alarm about every 5 hours or so ever since the pump was refilled. The healthcare provider checked the pump logs which show no active alarms. The healthcare provider was advised to discuss with patient whether the sound they are hearing might be something other than the pump alarming. No further complications were reported regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) reported they called regarding an event from (B)(6) 2020 where the pump ran dry. The reason for the pump running dry was because the patient had missed a refill. The patient stated that even after the pump was refilled that they and their mother were hearing the pump beep. The hcp stated all telemetry reports showed there were no alarms and the hcp noted that at no point while she was in the exam room did they hear the alarm go off. It was noted that the patient's sister never heard the alarm only the patient and their mother. The hcp noted that the alarm after pump was refilled was not an issue as they could not hear any alarms going off and the machine stated it was not alarming. The patient was doing better. It was noted that the dosage had been increased. The hcp stated the reason for the pump running dry was due to the patient not keep an appointment. No further complications were reported.